Manufacturer narrative:
This report is submitted on 15 april 2020.

Event description:
Per the clinic, the patient underwent skin revision surgery (date not reported) in order to replace the abutment. The implanted device remains.